Event description:
It was reported that one week after the pump was refilled, the pump was still full and there was no indication that it was flowing. The bolus path was flushed without difficulty. One week later the pump was still not flowing. The decision was made to explant the pump. A new pump was implanted with no patient complications.